Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Customer reverted to an alternate method of insulin therapy.